Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Battery out limit was not verified due to button/keypad anomaly. The device had cracked case at the display window corners, cracked battery tube threads, minor scratches display window, and missing end cap stickers.

Event description:
The customer reported via phone call that the insulin pump's keypad was not working properly. The insulin pump alarmed battery out limit. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.